Event description:
Related manufacturer report number: 2017865-2021-38580. During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and right atrial (ra) lead. In addition, episodes of myopotential oversensing were also observed on the ra lead. Abbott technical support was contacted and suspected rv and ra lead damage. X-ray imaging was performed, however, no lead abnormalities could be observed. Provocative testing was performed and the noise could be reproduced. The rv lead, ra lead, and device were later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.